Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch "bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylet ref s1275108fd5, lot # regy0842 noted leakage at rubber-like stopper and stylet once placed. Stylet also notably difficult to remove from catheter. Stylet retained. PICC successfully placed." This report addresses the "leakage." No other information was provided.